Event description:
The customer reported that the system would not boot up. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was evaluated and reseated. The calibration files were reloaded. The system was tested and found to be working as intended and returned to service.